Manufacturer narrative:
Refer to the following field for corrected information: b3 - (B)(6) 2019. Refer to the following fields for updated information: d4 (catalog number), g3, g6, h2, and h10. The event date has been corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted colpohysterectomy procedure, the monpolar curved scissors (mcs) tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure. The procedure was completed without further complications and no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: there was no reported additional anesthesia or additional incision.

Event description:
Refer to additional for follow-up information

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Device evaluation information can be found in additional. (B)(4) - intuitive surgical, inc. (Isi) received two monopolar curved scissors (mcs) tip cover accessories and one mcs instrument for evaluation. Failure analysis investigations did not replicate nor confirm the reported problem. One mcs tip cover accessory was installed on an in-house mcs instrument and covered the entire distal portion of the tube extension without any issues. The mcs instrument and tip cover accessory were then placed on an in-house system, and the tip cover accessory stayed intact while the mcs instrument was rotated vertically. There were signs of resistance when the tip cover accessory was removed from the mcs instrument. Upon visual inspection, the tip cover accessory was found to have tearing at the mouth. Tears were axially aligned with the tip cover accessory and measured from 0.093¿ to 0.170¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The second mcs tip cover accessory had no sign of physical damage. The tip cover was installed on an in-house mcs instrument and covered the entire distal portion of the tube extension without any issues. The mcs instrument was evaluated and the tube extension exhibited signs of scratch marks at the proximal end. Tube extension scratch marks measured roughly 0.019¿ x 0.109¿. The mcs instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0 .079¿ - 0.210¿ in length and were not aligned with the tube axis. Additionally, the mcs instrument was found to have blade damage. Both blade edges were indented, which prevented the blades from closing. These failures are most commonly caused by mishandling/misuse.